Event description:
Implant failed due to part not retained on mating part. The implant malfunctioned due to part not retained on mating part. The malfunction did not cause or contribute to a death or serious injury.